Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found to have been deactivated. Device data was sent to rhythmcare for review. Data review determined this s-ICD previously exhibited myopotential oversensing resulting in an inappropriate shock. The device was subsequently reprogrammed to the secondary vector to mitigate further oversensing. This system remains in service. No adverse patient effects were reported.